Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address poly wear on the left medial side and some small pieces have broken off. It has also noted some substantial polyethylene failure. Tibial tray appeared to be well fixed on x- ray. In theatre the tray was removed with 4 or 5 strong taps of chisel and appeared ¿clean on its underside, cement mantle was fully fixed in patients tibia.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: review of the provided explant photographs confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). DHR reviewed, no deviations or nonconformance's were noted. Reassigned to sqe for ri review. Review of supplier certificate of compliance depuy synthes DHR reveals no inconsistencies concerning product delivered nor manufacturing operations at depuy if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complaint # : (B)(4). Investigation summary: review of the provided explant photographs confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 151620310, lot number 309106. Device history review: DHR reviewed, no deviations or nonconformances were noted. Reassigned to sqe for ri review. Review of supplier certificate of compliance depuy synthes DHR reveals no inconsistencies concerning product delivered nor manufacturing operations at depuy. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.